Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: set fell apart while priming blood.

Manufacturer narrative:
(B)(4). One used outlook pump y-type blood set was received for evaluation. Upon visual examination a large amount of blood was observed throughout the set. The set was noted to be disconnected at the bonded joint between the distal end of the pump cassette and tubing. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, incidents of this nature are normally attributed to insufficient solvent applied, or the tubing not being fully inserted at the time of manual assembly. If additional pertinent information becomes available a follow-up report will be filed.